Manufacturer narrative:
Pending investigation.

Event description:
As reported by legal, the patient received left knee implant date: (B)(6) 2014 and right implant date: (B)(6) 2014. Unspecified left or right knee revision date: (B)(6) 2022. No additional information provided.

Manufacturer narrative:
H3: based on review of all available information there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0021-2022.

Manufacturer narrative:
Added information to d4 - expiration date, and h4. H6: investigation results - the revision reported was likely the result of prosthesis wear. The extent and root cause of the prosthesis wear cannot be determined as the device was not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal documentation, on (B)(6) 2014, this patient underwent right total knee replacement surgery and was implanted with a recalled optetrak polyethylene tibial insert. On (B)(6) 2022, approximately 8 years 2 months after their initial replacement, they underwent right knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Further information and/or investigation results will be reported within 30 days of receipt.